Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the station shows blue screen and shows offline on rss causing a delay of 15 minutes in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer was able walk the customer through rebooting the station and this resolved the issue. The system functioned as intended after the filed service engineer troubleshooted the device.